Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: right mentor smooth round high profile 500cc saline prosthesis, serial number: (B)(4), catalog number: 3503500. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent primary breast augmentation with a mentor smooth round high profile 500cc saline prosthesis. Deflation of both left and right breast prostheses was diagnosed post procedure through a physical examination, with the left breast prosthesis appearing less deflated than the right. In addition, physician¿s notes also indicate breast pain. As a result, the patient is scheduled for deflation confirmation of bilateral implants on (B)(6) 2018. Volume will be added if leakage is not present. Implants will be exchanged if leakage is present. This report is for the left prosthesis.

Manufacturer narrative:
The device history record (DHR) was reviewed on 4/11/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Additional information received on 4/11/2018: date of explant: (B)(6) 2018. Additional information received on 4/26/2018: implant discovered to be intact upon explantation. Manufacturer¿s reference number: (B)(4).